Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling of lymph nodes.

Event description:
Patient reported right side "chest pain," "pain in armpits," "swelling of lymph nodes," "joint pain," "headaches," and "memory loss." Device remains implanted.

Event description:
Patient reported right side "chest pain," "pain in armpits," "joint pain," "headaches," and "memory loss." "Joint pain," "headaches," and "memory loss" are not device related. Device remains implanted.